Event description:
A past high blood glucose event was reported by the customer, but the suspected cause of the event was unknown. The specific level of high blood glucose was not provided, as it was displayed only as "high." To address the high blood glucose, the customer performed a correction injection via manual daily injections. Technical support advised the customer to consult with their healthcare provider to further investigate potential factors affecting blood glucose levels, and the customer acknowledged and understood the recommendation.